Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, as placement difficulty was encountered. This lead was also noted to have exhibited helix extension and retraction issues. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.